Event description:
One patient sample with discrepant sodium results. Initial result was 134 mg/dl, repeat 140 mg/dl. Erroneous result was not reported. The field service representative determined the ise mix tower was partially clogged. The mix tower was replaced. Performance check tests were performed and within specification.